Event description:
Additional information provided by the account: customer referred that the device has not performed the tissues dissection despite the trigger was squeezed. No consequences no patient injuries. A new unit was used with no problem. The patient status is good.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a bariatric procedure the device did not cut the skin therefore it has not been used. It was used a new device. No injuries reported.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review, and an evaluation of the returned device. The knife blade was unable to cut cleanly and completely through the test media. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did display an increased trend. Engineering determined that replication of the reported condition is due to a damaged blade from the supplier. A manufacturing enhancement has been generated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.